Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's knee was revised due to aseptic loosening of the triathlon size 4 tibia. Patient was revised to a universal baseplate.